Manufacturer narrative:
The manufacturer was able to verify the reported problem. A visual inspection revealed jp4 pins 2, 4, and 5 of the power flex circuit were burned. Further inspection revealed pins 3 and 4 of the pigtail adapter were burned. The power flex circuit and the pigtail adapter were replaced to correct the reported problems.

Event description:
It was reported that the ventilator had a burned power plug and wires. The current pigtail was damaged or removed.